Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to complete a supply change because the connector would not fit. The agent assisted by confirming that the cartridge was properly seated in the pump and provided recommendations for the connector. The patient was able to successfully lock the connector in place and reported no further issues. Blood glucose levels were unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.